Manufacturer narrative:
No product was returned for investigation. A review of the device history record was not possible since the batch number is unavailable. Based on the information provided to abbott, the reported pericardial effusion could not be confirmed. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
Related manufacturer reference: 3008452825-2019-00120, 3005334138-2019-00158, 2182269-2019-00032. During a ventricular tachycardia ablation, a pericardial effusion was noted. Following transseptal puncture, during ablation, the patient became hypotensive. An ice scan confirmed a pericardial effusion in the pericardial sac, for which a pericardiocentesis was performed to stabilize the patient. The patient was followed and monitored for 24 hours. The cause of the effusion is unknown. There were no performance issues with any abbott device during the procedure.